Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient died of asystole. The physician indicated a belief that the device did not properly detect the patient's arrythmia.